Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd instrument max clinical an increased rate of (B)(6) results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: (B)(6). The following information was provided by the initial reporter: " (B)(4) - instrument max clinical customer moved to a (B)(6) test and now the instrument signals an heating block warning and the number of (B)(6) increased more than expected."

Event description:
It was reported that while using the bd instrument max clinical an increased rate of false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: mrsa the following information was provided by the initial reporter: " 441916 - instrument max clinical customer moved to a mrsa test and now the instrument signals an heating block warning and the number of positives increased more than expected."

Manufacturer narrative:
H.6. Investigation: a "false positive" result complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6) . Customer reported that when moving to a mrsa test, the instrument signal heater warnings and the number of false positive increased. Field service was not dispatched. Application determined that there is contamination that lead to the false positive result. Deep cleaning was commenced and the customer reported that the issue was resolved. Complaint is unconfirmed. Root cause cannot be determined with the information provided. No parts were returned to bd for investigation. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text : see h.10.